Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during pump preparation for implant, it took staff more than three attempts to lock the modular cable connection to cover the yellow line. The connection was able to be successfully completed and no issues were seen after connection was made.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported difficulty connecting the modular cable, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas) percutaneous lead could not conclusively be determine through this evaluation. No log files were submitted for review as the issue occurred during implant. No product was returned for further analysis. The device history records were reviewed, and the records revealed the heartmate 3 vad modular cable (lot number: 10868325) was manufactured in accordance with manufacturing and qa specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU (rev. D) and patient handbook, (rev. A) is currently available. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to never exchange their system controller without having a competent, trained caregiver at their side. The patient is also cautioned to follow all alarm instructions, including calling the hospital. ¿the system controller driveline connector¿ states that it is impossible to connect (or disconnect) the controller driveline connector without moving the driveline safety lock into the ¿unlocked¿ position. ¿replacing the running system controller with a backup system controller¿ describes how to perform a system controller exchange with one or two power sources available. In both methods, the patient is instructed to align the white arrow on the driveline cable connector with the white arrow on the system controller driveline connector. After the driveline is transferred to the backup system controller, the patient is instructed to close the safety lock. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including those which would display ¿call hospital contact¿ and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that there was no delay in surgery or patient impact due to this issue.